Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 417 mg/dl with blurred vision, confusion, and nausea. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates; the total daily dose basal history did not match the programmed basal rate for known reasons: a cartridge change and user access to the basal edit screen; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was determined that a reported change in physical activity level without adjustments to insulin regimen and change in medication contributed to the alleged health event. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported use error contributed to the reported health event.